Event description:
It was reported that a patient presented to clinic for follow up, the left ventricle (lv) lead was dislodged and was confirmed under fluoroscopy. It was observed that the lv lead impedance had dropped, and lv pacing had resulted in atrial capture. The lv lead was explanted and was replaced with a new lead by the physician on (B)(6) 2025. The patient was stable throughout.